Event description:
Healthcare professional reported implant has rotated horizontally. Healthcare professional later reported rupture, patient has textured implant and previous breast cancer with textured implant which is considered non-device related. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.